Event description:
It was reported that the patient received 24 shocks over a 3 hour period. When the patient was taken in an ambulance, the interference continued. Only a magnet was keeping the patient from oversensing and getting more shocks. Continuous interference was observed on egms. Right ventricular and left ventricular lead impedances were below 200 ohms, while the atrial lead impedance increased from 450 to 1300 ohms. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: no anomalies found.

Event description:
Asku